Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the trigger on the vasoview hemopro 2 endoscopic vessel harvesting system was overly sensitive. When they closed the jaws, the unit immediately turned on. This device was used to complete the procedure. There were no pt effects.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non-conformities with the device. The jaws were bloody and had tissue remnants. The shaft was curved slightly and had a sticky section (most likely due to return shipping). The toggle was tested for mechanical function, and was found to return to the off position and release activation. Based upon this observation, the reported complaint for "toggle switch sensitive" could not be confirmed. (B)(4).